Manufacturer narrative:
The farawave pulsed field ablation catheter was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory visual inspection, functional testing, and microscope inspection. The strain relief/luer was found to be separated and the flush port was not returned. A guidewire was inserted through the catheter. The catheter was deployed to the basket and successfully flowed. Subsequently, the flushing test was not possible because the strain relief/luer were separated. The catheter was observed in the microscopy to better observe the adhesive between the parts. With the help of a uv light, the separation of the strain relief/luer could be seen. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that the catheter luer connection detached from the flush port. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The luer connection to the flush port on the catheter handle detached from the rest of the device. The catheter was replaced, and the procedure was completed. No patient complications were reported. The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that the catheter luer connection detached from the flush port. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The luer connection to the flush port on the catheter handle detached from the rest of the device. The catheter was replaced, and the procedure was completed. No patient complications were reported. The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.